Event description:
It was reported that the customer experienced issues with priming the insulin pump and changing the infusion set. The customer stated that her husband took care of the insulin pump but that he had parkinson's disease. The customer's husband could not remember how to fill the insulin pump. The customer's blood glucose was 300 mg/dl. The customer expressed that she was unaware of how much insulin to deliver. Advised customer to contact healthcare provider. The customer's call was disconnected while trying to assist the customer. The customer later stated that she would call back another time. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.